Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. An inspection was completed of the catheter shaft for any defects and no kinks/bumps/defects were detected. A 0.018 inch guidewire was inserted with resistance due to a dried blood blockage in the shaft. A leak test could not be completed due to the blockage. A coating confirmation test was completed and some peeling/flaking of the coating was noted along the distal end of the device. This can indicate that a flush was not performed prior to removal of the device from the hoop or throughout the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR. Corrected . Device evaluated by MFR.: the most probable root cause has been determined to be use/user error as the dfu recommends that the microcatheter be used with a guiding catheter with a minimum internal diameter of 1.1mm (0.042in). Therefore the 0.038 in guiding catheter is incompatible with the microcatheter. Excessive force used in attempting to insert the microcatheter into the guiding catheter most likely caused the damage to the coating. The dfu also instructs the user to use a continuous flush throughout the procedure. It is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter, and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens¿. Blood noted inside the catheter indicates that any flush used in the procedure may have been insufficient. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03186. Reportable based on device analysis completed on (B)(4) 2015. It was reported that insertion difficulty occurred. The target location was located in the liver. A 0.038 non-bsc angiographic catheter was inserted over a 0.035 non-bsc guide wire for angiography. After performing angiography, a 105/3.0/2.5/.021/20 renegade microcatheter was then selected for transarterial chemo embolization (tace). However, the renegade could not be inserted through the 0.038 non-bsc angiographic catheter. The renegade was removed and another renegade device of the same size was inserted, but the same issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed peeling/flaking of the catheter coating.

Event description:
Same case as MDR ID: 2134265-2015-03186. Reportable based on device analysis completed on (B)(4) 2015. It was reported that insertion difficulty occurred. The target location was located in the liver. A 0.038 non-bsc angiographic catheter was inserted over a 0.035 non-bsc guide wire for angiography. After performing angiography, a 105/3.0/2.5/.021/20 renegade¿ microcatheter was then selected for transarterial chemo embolization (tace). However, the renegade could not be inserted through the 0.038 non-bsc angiographic catheter. The renegade was removed and another renegade device of the same size was inserted, but the same issue occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed peeling/flaking of the catheter coating.